Event description:
It was reported that a red call doctor icon was present on the communicator of this pacemaker. Technical services (ts) was contacted for troubleshooting and a successful upload was performed. An alert for pacing impedances out of range was noted, and the patient was referred to their clinic to further discuss findings. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that a red call doctor icon was present on the communicator of this pacemaker. Technical services (ts) was contacted for troubleshooting and a successful upload was performed. An alert for pacing impedances out of range was noted, and the patient was referred to their clinic to further discuss findings. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.